Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had a scope communication error, e226. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been, due to the following: as dust, stain and foreign material adhered to electric contact of the scope connector. And its connection status was not enough, the electric connection with the system deteriorated, causing the failure in the image sensor. As a result of confirming, the scope appearance. It was confirmed, that the glue of the bending section cover (a-rubber) has damage including scratches and chips. The electric connection deteriorated, due to physical stress (load) such as hitting or dropping put on the image sensor internal electric circuit in the image sensor unit mounted in the distal end section of the scope. Hence, the image signal output was adversely affected, and got unstable, causing the failure in the image sensor. The electric connection deteriorated and the image signal output got adversely affected and unstable and caused the failure in the image sensor, due to the electric load (stress) accumulated, due to energization on the image sensor and the internal electric circuit board of the scope connector (including electric parts mounted the circuit board) mounted in image sensor unit built in the distal end section of the scope. The static electricity accidentally has applied, the overcurrent generated, due to insertion/withdrawal with the system on. Additionally, it was presumed, that overcurrent was produced, due to insertion/withdrawal with the system on or overcurrent from other devices or electric wiring or dust or moisture on the electric contacts of the system and video connector. The instruction manual operation manual, ¿chapter 3: preparation and inspection: 3.8: inspection of the endoscopic system¿: describes, the methods for inspection on the suggested event. It is suggested, that the user facility maintain a pre-use check and periodic check of the device. It is further suggested, that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.